Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3: MFR report # 1627487-2018-02293, 1627487-2018-02294. It was reported that patient¿s lead had become superficial and no longer under the skin due to patient rubbing away the skin. As a result, patient¿s entire dbs system was explanted on (B)(6) 2018.

Event description:
Device 1 of 3, MFR report # 1627487-2018-02293, 1627487-2018-02294. Additional follow up revealed that patient¿s system was explanted due to patient being a twiddler.